Manufacturer narrative:
Retainer ring=black customer complained on (B)(6) 2021 the pump alarmed low battery alert and replace battery now alarm. Device passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. Pump trace download analysis confirmed the insulin pump alarmed 8 low battery alerts between on (B)(6) 2021 14:25:00.000 and on (B)(6) 2021 19:10:00.000 and alarmed 8 replace battery now alarms between on (B)(6) 2021 16:43:00.000 and on (b)() 2021 11:25:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed low battery alert and replace battery now alarm were triggered due to moisture damage to the pcb1 board and pcb2 board. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assembly, scratched case, pillowing keypad overlay and stained keypad overlay. The p-cap/reservoir does lock properly. The power management graph also confirmed low battery alert and replace battery now alarm were triggered due to moisture damage to the pcb1 board and pcb2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed replace battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.